Event description:
The patient experienced ¿so much pain¿ and was ¿home bound and bed bound.¿ she didn¿t think her medication were working and asked her physician to run dye through her catheter but she was not sure he did that. It was later reported that she had gradually received less and less pain relief and that she had become ¿materially worse¿ and had to have ¿major¿ back surgery in (B)(6) 2012 where the doctor was ¿putting drills and everything in there and what not and had to twist her l3 disk very violently¿ because when the disk herniated it made her ¿whole spine go out, all the way up to t1.¿ it was ¿especially¿ after the non-pump related surgery in (B)(6) 2012 that the patient noticed a decrease in pain relief. It was also reported that the patient was trying to find a new pain doctor and was working with her primary physician to get an imaging order for the pump. No results of the imaging were reported. The device system was used to infuse fentanyl, baclofen (unknown), dilaudid (hydromorphone), and marcaine (bupivacaine).

Manufacturer narrative:
Patient programmer 8835, serial# (B)(4), implanted: na, explanted: na; catheter model 8731 serial# (B)(4), implanted: 2005 (B)(6). (B)(4).